Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device not returned therefore analysis of complaint device could not be performed. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause has been determined to be use/user error as the direction for use (dfu) states: "the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus" and not in the iliac vein as what was reported. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. After deployment of a stent, a 16-4/5.8/75 xxl¿ esophageal balloon catheter was advanced for post-dilation. However, during the second inflation, the balloon ruptured. No segment of the balloon detached inside the patient and the procedure was completed with another 16-4/5.8/75 xxl¿ esophageal balloon catheter. No patient complications were reported and the patient's status was fine.